Manufacturer narrative:
(B)(4). Customer has not responded to requests for more information on the issue.

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4).